Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an inaccuracy between the continuous glucose monitor (cgm) and blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. Confirmation of the problem and probable cause could not be determined. It was reported that the patient used an expired sensor. Labeling indicates: don¿t use expired sensors. Before inserting, always check the package label for the expiration date using the yyyy-mm-dd format. If past the expiration date, don¿t use because the sensor glucose readings might not be accurate, resulting in you missing a severe low or high glucose event. It was reported that the patient wore the sensor beyond seven days. Labeling indicates: g5 mobile sensor sessions last seven days. No additional event or patient information is available.